Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2016. Retain product was tested and the customer's complaint was not reproduced. Return product was not available for investigation.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. There was no patient information at the time of this report. The customer states that return product is available for investigation. The investigation is underway. Patient #1, lot#: h16124, sample: a, test date: (B)(6) 2016, time: 08:32, na: 117, cl: >140. Repeat, h16124, unk, (B)(6) 2016, 08:37, 140, 103. There are no injuries associated with this event. The investigation is underway.